Manufacturer narrative:
No medwatch form was received. The reported field event of the lead not securing within the header was confirmed in the laboratory. The cause of the anomaly was found to be due to silicone, septum material found inside of the v-ring set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty tightening and loosening of the set screws, st tripping the hex cavity. This caused the lead removal difficulties reported in the field.

Event description:
It was reported that during lead revision, the new rv lead would not secure within the header. The device was explanted and replaced. No adverse consequences were reported. The patients condition was good after the event.